Manufacturer narrative:
Device was not returned. Patient is fine.

Event description:
On (B)(6) 2021 doctor was prepping tooth #4 for a corwn. During the final occlusal reduction he was using a new solo barrel 811037c and the diamond flew out of the highspeed handpiece and cut the lower left cheek of the patient. 2x2 cotton was appled to the patient's face.